Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that starting about two weeks ago they have not been able to turn their stimulation intensity above 0.4 when it should be 4.0. The patient was wondering if patient services could get in contact with their medtronic representative (rep) and have the rep meet the patient at their next appointment on (B)(6)2021 for programming. Patient services sent a message to the rep on behalf of the patient. And a response was received. No symptoms were reported. Additional information was received from the rep and it was reported that the patient has not been able to increase intensity for around a month. Patient reports frequent falls. Impedance check shows 0-7 electrodes show do not use. Reprogrammed stimulation to electrodes 8-15. The issue resolved.